Manufacturer narrative:
Na

Event description:
It was reported that " during the surgery, the bearing insert did not lock with the tibial base plate. Then, the surgeon used another bearing insert ( 10mm) instead of one 8mm. The pt did not receive any health damage."